Event description:
Omplainant stated that a patient was instrumented at l4-s1 with monarch polyaxial screws as well as tlif and leopard cage at l4-5. No interbody device was used at l5-s1. Five months later the right s1 screw is shown to be broken on x-ray. The patient did not fuse and a revision was performed.